Event description:
The customer stated that she tested her blood glucose and received a reading of 299 mg/dl using her contour meter. She retested using another meter and received a reading of 130 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Customer service was sending the customer control solution for further troubleshooting. No product will be returned at this time.